Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Low bg cause was not known. Customer consumed glucose tablets and carbohydrates to address bg.